Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("coils were not properly placed/I was told that the left coil migrated and was the cause") in a 39-year-old female patient who had essure (batch no. E24119) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallstones, acid reflux (oesophageal) (gall bladder removal) in 2000 and single mother. Concurrent conditions included hypertension since 2011. Concomitant products included etonogestrel (nexplanon), hydralazine since (B)(6) 2017, losartan since (B)(6) 2017 and omeprazole since (B)(6) 2017. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6) 2017, the patient experienced menorrhagia ("heavy menstrual bleeding and clotting/abnormal bleeding (vaginal, menorrhagia), (vaginal, menorrhagia)"). On (B)(6) 2017, the patient experienced tooth disorder ("dental issues/dental problems"). In 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), back pain ("lower back pain/pain: lower back"), abdominal distension ("abdominal bloating"), tooth loss ("loss of a tooth"), rash ("severe skin rashes"), urticaria chronic ("chronic hives"), arthralgia ("joint pain in hip"), fatigue ("chronic fatigue"), dizziness ("dizziness"), balance disorder ("difficulty with balance") and memory impairment ("memory issues"). In (B)(6) 2017, the patient experienced headache ("daily headaches/headaches"), depression ("depression") and migraine ("migraines / migraines/headaches"). On an unknown date, the patient experienced pelvic pain ("severe pain"), abdominal pain ("abdominal pain/pain: abdomen"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and gastrooesophageal reflux disease ("acid reflex"). The patient was treated with surgery (diagnostic laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal distension, tooth disorder, tooth loss, rash, urticaria chronic, headache, arthralgia, fatigue, dizziness, balance disorder, memory impairment, vaginal haemorrhage, dysmenorrhoea, gastrooesophageal reflux disease, depression and migraine outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, balance disorder, depression, device dislocation, dizziness, dysmenorrhoea, fatigue, gastrooesophageal reflux disease, headache, memory impairment, menorrhagia, migraine, pelvic discomfort, pelvic pain, rash, tooth disorder, tooth loss, urticaria chronic and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff sought treatment for pain. Physician recommends removal of the devices to control her symptoms, including hysterectomy. Following the essure birth control device implantation procedure, a hysterosalpingogram (hsg) test for satisfactory placement of both essure coils and full occlusion of both tubes has not yet been performed. Diagnostic results (normal ranges are provided in parenthesis if available): smear cervix - on an unknown date: abnormal. Ultrasound scan vagina - on (B)(6) 2017: unilateral occlusion (right tube occluded). She was informed that the left coil migrated and was the cause of the pain she was experiencing.. ¿concerning the injuries reported in this case, the following ones were described in patients social media: device dislocation, menorrhagia, depression, abdominal pain." Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 7-dec-2018: reporter information was added. This case concerns 39 year old patient. Her demographic was added. Her lab data was added. Essure indication was amended. Her concomitant medications were added. Per plaintiff fact sheet following events: memory issues; abnormal bleeding (vaginal, menorrhagia); dysmenorrhea (cramping); acid reflex; migraines/headaches were added. She was recovering from event: abdominal pain. On (B)(6) 2018: reporter information was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of device dislocation ("coils were not properly placed") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. In 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding and clotting"), back pain ("lower back pain"), abdominal distension ("abdominal bloating"), tooth disorder ("dental issues"), tooth loss ("loss of a tooth"), rash ("severe skin rashes"), urticaria chronic ("chronic hives"), headache ("daily headaches"), arthralgia ("joint pain in hip"), fatigue ("chronic fatigue"), dizziness ("dizziness"), balance disorder ("difficulty with balance") and memory impairment ("memory issues"). On an unknown date, the patient experienced pelvic pain ("severe pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (diagnostic laparoscopy with bilateral salpingectomy). At the time of the report, the device dislocation, pelvic pain, pelvic discomfort, menorrhagia, abdominal pain, back pain, abdominal distension, tooth disorder, tooth loss, rash, urticaria chronic, headache, arthralgia, fatigue, dizziness, balance disorder and memory impairment outcome was unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, balance disorder, device dislocation, dizziness, fatigue, headache, memory impairment, menorrhagia, pelvic discomfort, pelvic pain, rash, tooth disorder, tooth loss and urticaria chronic to be related to essure. The reporter commented: plaintiff sought treatment for pain. Physician recommends removal of the devices to control her symptoms, including hysterectomy. Diagnostic results: following the essure birth control device implantation procedure, a hysterosalpingogram (hsg) test for satisfactory placement of both essure coils and full occlusion of both tubes has not yet been performed. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 8-nov-2018: case (B)(4) (MFR number 2951250-2018-03614) was identified as a duplicate of this case and will be deleted from bayer database. All information was transferred to this remaining case - reporter and essure stop date added. She underwent a diagnostic laparoscopy with bilateral salpingectomy. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coils were not properly placed/I was told that the left coil migrated and was the cause') in a 39-year-old female patient who had essure (batch no. E24119) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acid reflux (oesophageal) (gall bladder removal) in 2000, gallstones and single mother. Concurrent conditions included hypertension since 2011. Concomitant products included etonogestrel (nexplanon), hydralazine since (B)(6) 2017, losartan since (B)(6) 2017 and omeprazole since (B)(6) 2017. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6) 2017, the patient experienced menorrhagia ("heavy menstrual bleeding and clotting/abnormal bleeding (vaginal, menorrhagia), (vaginal, menorrhagia)"). On (B)(6) 2017, the patient experienced tooth disorder ("dental issues/dental problems"). In 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), back pain ("lower back pain/pain: lower back"), abdominal distension ("abdominal bloating"), tooth loss ("loss of a tooth"), rash ("severe skin rashes"), urticaria chronic ("chronic hives"), arthralgia ("joint pain in hip"), fatigue ("chronic fatigue"), dizziness ("dizziness"), balance disorder ("difficulty with balance") and memory impairment ("memory issues"). In (B)(6) 2017, the patient experienced headache ("daily headaches/headaches"), depression ("depression") and migraine ("migraines / migraines/headaches"). On an unknown date, the patient experienced pelvic pain ("severe pain"), abdominal pain ("abdominal pain/pain: abdomen"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and gastrooesophageal reflux disease ("acid reflex") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2018 and hysterectomy (full) on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal distension, tooth disorder, tooth loss, rash, urticaria chronic, headache, arthralgia, fatigue, dizziness, balance disorder, memory impairment, vaginal haemorrhage, dysmenorrhoea, gastrooesophageal reflux disease, depression, migraine and weight increased outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, balance disorder, depression, device dislocation, dizziness, dysmenorrhoea, fatigue, gastrooesophageal reflux disease, headache, memory impairment, menorrhagia, migraine, pelvic discomfort, pelvic pain, rash, tooth disorder, tooth loss, urticaria chronic, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff sought treatment for pain. Physician recommends removal of the devices to control her symptoms, including hysterectomy. Following the essure birth control device implantation procedure, a hysterosalpingogram (hsg) test for satisfactory placement of both essure coils and full occlusion of both tubes has not yet been performed. Patient received treatment for weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): smear cervix - on an unknown date: abnormal. Ultrasound scan vagina - on (B)(6) 2017: unilateral occlusion (right tube occluded). She was informed that the left coil migrated and was the cause of the pain she was experiencing. Concerning the injuries reported in this case, the following ones were described in patients social media: device dislocation, menorrhagia, depression, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. New event weight gain added. Reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coils were not properly placed/I was told that the left coil migrated and was the cause') and embedded device ('essure on right protruding through, yet not perforated') in a 39-year-old female patient who had essure (batch no. E24119) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acid reflux (oesophageal) (gall bladder removal) in 2000, gallstones and single mother. Concurrent conditions included hypertension since 2011. Concomitant products included etonogestrel (nexplanon), hydralazine since (B)(6) 2017, losartan since (B)(6) 2017 and omeprazole since (B)(6) 2017. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6) 2017, the patient experienced heavy menstrual bleeding ("heavy menstrual bleeding and clotting/abnormal bleeding (vaginal, menorrhagia), (vaginal, menorrhagia)"). On (B)(6) 2017, the patient experienced tooth disorder ("dental issues/dental problems"). In 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), back pain ("lower back pain/pain: lower back"), abdominal distension ("abdominal bloating"), tooth loss ("loss of a tooth"), rash ("severe skin rashes"), urticaria chronic ("chronic hives"), arthralgia ("joint pain in hip"), fatigue ("chronic fatigue"), dizziness ("dizziness"), balance disorder ("difficulty with balance") and memory impairment ("memory issues"). In (B)(6) 2017, the patient experienced headache ("daily headaches/headaches"), depression ("depression") and migraine ("migraines / migraines/headaches"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("severe pain"), abdominal pain ("abdominal pain/pain: abdomen"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and gastrooesophageal reflux disease ("acid reflex") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2018 and hystrectomy (full) on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, embedded device, pelvic pain, pelvic discomfort, heavy menstrual bleeding, back pain, abdominal distension, tooth disorder, tooth loss, rash, urticaria chronic, headache, arthralgia, fatigue, dizziness, balance disorder, memory impairment, vaginal haemorrhage, dysmenorrhoea, gastrooesophageal reflux disease, depression, migraine and weight increased outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, balance disorder, depression, device dislocation, dizziness, dysmenorrhoea, embedded device, fatigue, gastrooesophageal reflux disease, headache, heavy menstrual bleeding, memory impairment, migraine, pelvic discomfort, pelvic pain, rash, tooth disorder, tooth loss, urticaria chronic, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff sought treatment for pain. Physician recommends removal of the devices to control her symptoms, including hysterectomy. Following the essure birth control device implantation procedure, a hysterosalpingogram (hsg) test for satisfactory placement of both essure coils and full occlusion of both tubes has not yet been performed. Patient received treatment for weight gain. 3 coils on both side. Diagnostic results (normal ranges are provided in parenthesis if available): smear cervix - on an unknown date: abnormal. Ultrasound scan vagina - on (B)(6) 2017: unilateral occlusion (right tube occluded). She was informed that the left coil migrated and was the cause of the pain she was experiencing.. Concerning the injuries reported in this case, the following ones were described in patients social media: device dislocation, menorrhagia, depression, abdominal pain. Batch no e24119. Production date 2015-07-29, expiration date 2018-07-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coils were not properly placed/I was told that the left coil migrated and was the cause') and embedded device ('essure on right protruding through, yet not perforated') in a 39-year-old female patient who had essure (batch no. E24119) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acid reflux (oesophageal) (gall bladder removal) in 2000, gallstones and single mother. Concurrent conditions included hypertension since 2011. Concomitant products included etonogestrel (nexplanon), hydralazine since (B)(6) 2017, losartan since (B)(6) 2017 and omeprazole since (B)(6) 2017. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6) 2017, the patient experienced heavy menstrual bleeding ("heavy menstrual bleeding and clotting/abnormal bleeding (vaginal, menorrhagia), (vaginal, menorrhagia)"). On (B)(6) 2017, the patient experienced tooth disorder ("dental issues/dental problems"). In 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), back pain ("lower back pain/pain: lower back"), abdominal distension ("abdominal bloating"), tooth loss ("loss of a tooth"), rash ("severe skin rashes"), urticaria chronic ("chronic hives"), arthralgia ("joint pain in hip"), fatigue ("chronic fatigue"), dizziness ("dizziness"), balance disorder ("difficulty with balance") and memory impairment ("memory issues"). In (B)(6) 2017, the patient experienced headache ("daily headaches/headaches"), depression ("depression") and migraine ("migraines / migraines/headaches"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("severe pain"), abdominal pain ("abdominal pain/pain: abdomen"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and gastrooesophageal reflux disease ("acid reflex") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2018 and hystrectomy (full) on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, embedded device, pelvic pain, pelvic discomfort, heavy menstrual bleeding, back pain, abdominal distension, tooth disorder, tooth loss, rash, urticaria chronic, headache, arthralgia, fatigue, dizziness, balance disorder, memory impairment, vaginal haemorrhage, dysmenorrhoea, gastrooesophageal reflux disease, depression, migraine and weight increased outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, balance disorder, depression, device dislocation, dizziness, dysmenorrhoea, embedded device, fatigue, gastrooesophageal reflux disease, headache, heavy menstrual bleeding, memory impairment, migraine, pelvic discomfort, pelvic pain, rash, tooth disorder, tooth loss, urticaria chronic, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff sought treatment for pain. Physician recommends removal of the devices to control her symptoms, including hysterectomy. Following the essure birth control device implantation procedure, a hysterosalpingogram (hsg) test for satisfactory placement of both essure coils and full occlusion of both tubes has not yet been performed. Patient received treatment for weight gain. 3 coils on both side. Diagnostic results (normal ranges are provided in parenthesis if available): smear cervix on an unknown date: abnormal. Ultrasound scan vagina on (B)(6) 2017: unilateral occlusion (right tube occluded). She was informed that the left coil migrated and was the cause of the pain she was experiencing. Concerning the injuries reported in this case, the following ones were described in patients social media: device dislocation, menorrhagia, depression, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporters information were added. Event:essure on right protruding through, yet not perforated were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("coils were not properly placed/I was told that the left coil migrated and was the cause") in a 39-year-old female patient who had essure (batch no. E24119) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallstones, acid reflux (oesophageal) (gall bladder removal) in 2000 and single mother. Concurrent conditions included hypertension since 2011. Concomitant products included etonogestrel (nexplanon), hydralazine since (B)(6) 2017, losartan since (B)(6) 2017 and omeprazole since (B)(6) 2017. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6) 2017, the patient experienced menorrhagia ("heavy menstrual bleeding and clotting/abnormal bleeding (vaginal, menorrhagia), (vaginal, menorrhagia)"). On (B)(6) 2017, the patient experienced tooth disorder ("dental issues/dental problems"). In 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), back pain ("lower back pain/pain: lower back"), abdominal distension ("abdominal bloating"), tooth loss ("loss of a tooth"), rash ("severe skin rashes"), urticaria chronic ("chronic hives"), arthralgia ("joint pain in hip"), fatigue ("chronic fatigue"), dizziness ("dizziness"), balance disorder ("difficulty with balance") and memory impairment ("memory issues"). In (B)(6) 2017, the patient experienced headache ("daily headaches/headaches"), depression ("depression") and migraine ("migraines / migraines/headaches"). On an unknown date, the patient experienced pelvic pain ("severe pain"), abdominal pain ("abdominal pain/pain: abdomen"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and gastrooesophageal reflux disease ("acid reflex"). The patient was treated with surgery (diagnostic laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal distension, tooth disorder, tooth loss, rash, urticaria chronic, headache, arthralgia, fatigue, dizziness, balance disorder, memory impairment, vaginal haemorrhage, dysmenorrhoea, gastrooesophageal reflux disease, depression and migraine outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, balance disorder, depression, device dislocation, dizziness, dysmenorrhoea, fatigue, gastrooesophageal reflux disease, headache, memory impairment, menorrhagia, migraine, pelvic discomfort, pelvic pain, rash, tooth disorder, tooth loss, urticaria chronic and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff sought treatment for pain. Physician recommends removal of the devices to control her symptoms, including hysterectomy. Following the essure birth control device implantation procedure, a hysterosalpingogram (hsg) test for satisfactory placement of both essure coils and full occlusion of both tubes has not yet been performed. Diagnostic results (normal ranges are provided in parenthesis if available): smear cervix - on an unknown date: abnormal. Ultrasound scan vagina on (B)(6) 2017: unilateral occlusion (right tube occluded). She was informed that the left coil migrated and was the cause of the pain she was experiencing. ¿concerning the injuries reported in this case, the following ones were described in patients social media: device dislocation, menorrhagia, depression, abdominal pain." Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 14-feb-2019: quality safety evaluation of ptc (product technical complaint) we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.